Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump did not deliver insulin. He stated that he had change the sets twice but his blood glucose continued to rise. His blood glucose was 160 mg/dl, and his most recent blood glucose was 205 mg/dl. He had no symptoms of high blood glucose. He reported that the infusion set cannula was straight upon its removal. After testing the insulin pump with the cannula still in place, having run 2 fixed primes of 5.0 units, the insulin pump neither alarmed no delivery nor did insulin exit the tubing. He stated that the insulin pump was unsafe to use and requested its replacement. He was unable to conduct the high pressure test due to lack of tubing clamps. He stated that he was treated via manual injection per his doctor's instructions. He was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump; he agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.